Event description:
Further follow up with the healthcare professional revealed the lip nodules were ¿much smaller and with only minimal tenderness to palpation.¿ patient never came in for the last follow up; healthcare professional expects the symptoms to resolve completely.

Manufacturer narrative:
(B)(4). Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Company representative reported on behalf of a healthcare professional who noted that after injection in the lips with 0.55 cc of juvéderm volbella® xc, the patient experienced multiple tender/painful nodules of the upper and lower lips which were palpable and visible. The nodules "measured 3 to 5 mm in diameter and there were at least 2-3 in the upper lip as well as the lower lip." The patient presented with the symptoms approximately one month after injection. The patient was injected with hylenex. Follow up with the injector provided the following information: the symptoms began approximately 4 weeks after injection. The patient was treated with hylenex and cipro. The symptoms are ongoing. The patient was concomitantly taking synthroid, spironolactone, and birth control concomitantly with the injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of multiple tender/painful nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per table 1 and table 3: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact."

Event description:
Company representative reported on behalf of a healthcare professional who noted that after injection in the lips with 0.55 cc of juvéderm volbella® xc, the patient experienced multiple tender/painful nodules of the upper and lower lips which were palpable and visible. The nodules "measured 3 to 5 mm in diameter and there were at least 2-3 in the upper lip as well as the lower lip." The patient presented with the symptoms approximately one month after injection. The patient was injected with hylenex. The hylenex injections were "limited somewhat by patient discomfort." Follow up with the injector provided the following information: the symptoms began approximately 4 weeks after injection. The patient was treated with hylenex and cipro. The symptoms are ongoing. The patient was concomitantly taking synthroid, spironolactone, and birth control concomitantly with the injection.